Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that an 8.0 flashcard was not being recognized by handhelds. The flashcard was inserted into a handheld but nothing would happen. There were no error messages and the software did not auto-install. This happened with multiple handhelds. It was noticed that the "cfcard" folder was not present on the flashcard. The flashcard was given to product analysis for eval. An analysis was performed on the returned flashcard and a likely cause for the reported allegation was verified. The cause for the reported complaint is associated with a defective flashcard. A visual analysis of the pcb identified that pin 12 was not soldered onto the pcb causing the handheld to not recognize the flashcard when it was inserted. Once the pin was soldered onto the pcb, no further anomalies were identified.